Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is cracked. Customer states that the blood glucose reading is 351 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No cracks are noted on the lcd window, it did have minor scratches. The insulin pump also had cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.